Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. Eval confirmed the reported symptom of "upstream occlusion!" Alarms through the history log, but could not reproduce the alarms. Eval found low fluid numbers. With low ultrasonic readings it would make the pump more sensitive to air-in-line and upstream occlusion alarms. The upstream sensor was replaced.

Event description:
It was reported that a pump alarmed "upstream occlusion!". It was also reported that there was no pt involvement.